Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. Saline was being delivered via the pump. The reason for use was non-malignant pain. It was reported that the patient was having an MRI lower back scan for chronic pain syndrome/post-laminectomy syndrome. The MRI was not due to a problem with the device/therapy. The patient was experiencing lumbago, difficulty walking, and bilateral leg weakness. The patient had metal in her back from a back surgery. The caller had no idea if any of this was related to either device or not. It was unknown when the issues started. Additional information was received from a consumer on (B)(6) 2019 indicated the cause of the patient¿s symptoms was a cerebrospinal fluid (csf) from the pain pump catheter. The patient was admitted to the hospital on bed rest and medications. A blood batch was done. The patient was released and re-admitted for a second week and a second blood batch was done. No further complications were reported/anticipated or expected.